Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the patients information was not loading due to a database failure. The technical support specialist followed a knowledge article and successfully performed a gui sync, confirming the disconnected mode icon. The tss checked the sync information 2.0, which showed the last download as current. Later field service engineer assisted the technical support specialist via remote access to the station and resolved the database issue. The technical support specialist and fse successfully logged in, searched for a patient, and dispensed medication for the selected patient. Additionally, login tests for the drawers were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ 4000, user mentioned that unable to get patient information. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date a supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported when using the bd pyxis¿ medstation¿ 4000, user mentioned that unable to get patient information. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.